Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a replacement procedure, the pacemaker did not pace after it was connected to the right ventricular lead. Various maneuvers were performed, such as coughing, however the device took a while to start pacing. The patient was pacing dependent. On (B)(6) 2020, the patient underwent a re-intervention due to loss of capture. A new lead was implanted for pacing and the old lead was left implanted for sensing. A follow-up was scheduled for (B)(6) 2020.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20200403 - file-2019-04404 - analysis_and_closure_report_resp-2020-00183.pdf].

Event description:
Reportedly, during a replacement procedure, the pacemaker did not pace after it was connected to the right ventricular lead. Various maneuvers were performed, such as coughing, however the device took a while to start pacing. The patient was pacing dependent. On (B)(6) 2020, the patient underwent a re-intervention due to loss of capture. A new lead was implanted for pacing and the old lead was left implanted for sensing. A follow-up was scheduled for (B)(6) 2020.

Event description:
Reportedly, during a replacement procedure, the pacemaker did not pace after it was connected to the right ventricular lead. Various maneuvers were performed, such as coughing, however the device took a while to start pacing. The patient was pacing dependent. On (B)(6) 2020, the patient underwent a re-intervention due to loss of capture. A new lead was implanted for pacing and the old lead was left implanted for sensing. A follow-up was scheduled for (B)(6) 2020.

Manufacturer narrative:
Preliminary analysis revealed oversensing on the atrial channel due to va crosstalk.